Event description:
It was reported that the patient underwent cervical fusion at c6-c7. Approximately three moths post op, it was discovered that the rod disengaged from the construction. The revesion surgery was performed and the doctor extended the construction.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.